Event description:
Director and dr. Operated ptcd by one-step method in 7/2002. The operation was finished with no problem, but catheter placement could not be placed at bile duct position because stenosis was so tight; thus, the catheter was placed in front of stenosis. After placement, fluid had been drained with no problem but from the night of 2002, fluid could not drain. The doctors used fluoroscopy and could see part of catheter was disrupted. Fortunately, it was contacted with fascia, so effusion was not much, however, mild peritonitis was found. Emergency surgery was performed to remove it and was successfully completed. Status of patient after surgery was good.